Event description:
Complainant alleged that during training by facility staff, the associated defibrillator was unable to detect the attached device. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed. This is the first of two sets of stat pads the second set reported under medwatch number 1220908-2008-01131.